Event description:
Patient 1 of 2. During the call, a 44-year-old male patient (approximately 320 lbs) experienced shockable rhythms and was placed on the autopulse nxt platform (sn (B)(6)) upstairs to perform chest compressions while being transported to the first floor, where the gurney was positioned. Before movement, it was observed that the nxt platform was not delivering compressions as forcefully as expected. The nxt platform was stopped, and manual compressions were initiated while verifying that the nxt bands were properly positioned without twists or damage. Upon restarting, the nxt platform continued to provide inadequate compressions, despite the nxt bands being correctly placed over the patient's chest. The nxt platform was stopped again, the nxt bands were fully extended, and another inspection was conducted, revealing no apparent issues. After stretching the nxt bands, the nxt platform began to function more effectively, with the monitor detecting proper compressions. However, the nxt platform unexpectedly stopped while in continuous mode and required manual restarting. Upon reaching the first floor, the nxt platform again ceased operation and had to be restarted, despite the patient remaining still. Before loading the patient into the ambulance, the nxt battery (sn (B)(6)) was checked and showed a full charge (4 bars). The nxt platform functioned continuously except during rhythm and pulse checks; however, within five minutes, the battery level dropped to three bars, then to half, and shortly thereafter to one bar, at which point the device ceased functioning entirely. Per the reporter, no spare battery was available, requiring manual compressions for the majority of transport to the hospital. No consequences or impact to the patient. Per the reporter, the nxt platform was tested with the new battery later that day and again the following day and appeared to work correctly.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint that the autopulse nxt platform (sn (B)(6)) was not delivering compressions as forcefully as expected was confirmed during the archive data review but not during the functional testing. The reported complaint was not reproduced during the testing and the nxt platform functioned as intended. Based on the archive data review, the root cause of the reported complaint was not conclusively determined; however, the observed fault 1210 code may be triggered by adjusting the band immediately after selecting start or potentially while assisting with chest compressions. The archive data showed fault 1210 (fault_motor_sensor_low_during_compres): the motor current was too low during the compression hold. The autopulse nxt platform passed preliminary functional testing without any fault or error. The nxt platform was tested further using a medium zoll torso fixture (mztf) with two known-good nxt batteries until discharged without fault or error, and the customer's reported complaint was not replicated. Following the service, the nxt platform was tested with two known-good nxt batteries until fully discharged without any faults or errors. The autopulse nxt platform passed the final testing without any issues.